Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted from an outside hospital to (B)(6) for an expedited workup for transplant after a recent syncopal episode. The patient had been having frequent runs of ventricular tachycardia since admission. There were no low flow alarms visible on bedside interrogation. Log files were sent for review, and the event log captured few clusters of pulsatility index (pi) events from (B)(6). These events are considered routine and cause the heartmate 3 ventricular assist device (vad) speed to drop to its low-speed limit, which is set at 4900 rpm. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible, the equipment is operating as intended electronically and mechanically. The patient has a history of ventricular tachycardia and ventricular fibrillation on amiodarone (previously on mexiletine). There was a 14 minute episode on (B)(6) of monomorphic ventricular tachycardia at 137 beats per minute. The patient's history of ventricular tachycardia predated vad therapy. The ventricular tachycardia was not considered to be device related. The patient had completed orthotopic heart transplantation evaluation and has been tentatively approved pending surgical and pulmonary evaluation. The patient continued on amiodarone, lidocaine drops and milrinone drops (titration limited by arrhythmia).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from 25feb2025 provided that the patient did have a history of ventricular fibrillation prior to ventricular assist device (vad) implant. The patient was transplanted on (B)(6) 2025.